Manufacturer narrative:
Patient-specific information section a4: weight and a6: race is unknown. This is one of two medical device reports associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella sheath introducer. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smartassist system: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that experienced deterioration of cardiogenic shock with an "unknown (undetermined)" relationship to the impella device used, occlusive impella inflow and limb ischemia with a possible relationship to the impella device used. The patient would ultimately expire. The incapacitated patient presented with st-segment elevation myocardial infarction post in-field tpa via lifeflight and was rushed into emergent left heart catheterization. Percutaneous coronary intervention (pci) was completed to the right coronary artery with one drug-eluting stent. Prior to pci, an intra-aortic balloon pump was inserted, and the patient was started on dopamine and levophed. During the pci, the patient went into sustained ventricular tachycardia (vt) requiring cardioversion 200j, and then subsequently went into atrial fibrillation with rapid ventricular response (afib rvr) and was given adenosine and atropine. At this time, the was on levophed 10 and iabp 1:1. Same day in the afternoon, the patient went into cardiac arrest and required cardiopulmonary resuscitation x2 and defibrillation. The patient continued to deteriorate with worsening cardiogenic shock overnight. The patient was not deemed a candidate for oht, extracorporeal membrane oxygenation or other therapies. However, the patient was placed on continuous renal replacement therapy (crrt). Status was changed to do not resuscitate. The following day in the afternoon, the iabp was removed and impella cp was inserted via the right groin. However, impella sheath clotted post-implant, so the patient received heparin and left and right crossover sheath. The next day, lactate remained elevated. Concern from impella clot occlusion for right lower extremity ischemia. The patient continued to worsen, was changed to comfort care and subsequently expired this day.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. Event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The following events and device malfunctions were investigated and noted the following: low flow: the data log review showed brief suction alarm with drop in placement signal pulsatility on first day of support that resolved within one hour. There were no further suction alarms or low flow observed. Motor current is stable. The cause of the low flow was not determined due to no product return and lack of clinical details. Ischemia/thrombosis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Cardiogenic shock: the cause of the clinical symptom cannot be determined as insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.